Event description:
A cartridge change error was reported with the customer's pump. There was no reported impact to the customer's blood glucose level as the customer declined to provide specific information. Technical support guided the customer through inspecting the pump and attempting to reload the cartridge, but the error persisted even after trying a second cartridge. As a result, technical support decided to replace the pump, and the customer was provided with instructions to return the defective pump using a prepaid label. The customer would temporarily use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.